Event description:
It was reported that a patient was seen with high impedance. The patient's has been referred to neurosurgery for device revision. No known surgical intervention has occurred to date. No other relevant information is available to date.